Manufacturer narrative:
Further investigation revealed a broken rotor and core drive shaft. The drive shaft was identified as the primary cause of the failure. The faulty parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair and it overheated during the quality investigation testing. There was no patient involvement; no adverse event was associated with the device.